Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that when sterile water was injected to inflate the foley catheter. The sterile water could be seen moving through the lumen of the catheter. But the balloon was not inflated, as it was in close contact to the catheter.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Attempted to inflate balloon with returned syringe and in-house luer lock syringe and solution could not go into balloon. Although an exact root cause could not be determined potential root causes could be: lumen collapses under the pressure of the balloon, pinched lumen; kinked lumen. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was injected to inflate the foley catheter, the sterile water could be seen moving through the lumen of the catheter, but the balloon was not inflated as it was in close contact to the catheter.